Event description:
It was reported that the patient had a left hip revision approximately 10 months post initial implantation and subsequently had to have a second revision due to pain and loosening of the femoral stem approximately 7 months later. The head and the stem were replaced without complication. There is no additional information provided at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a3; d4; h2; h3; h4; h6 component code: mechanical (g04) - stem medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised due to pain and difficulty ambulating. Within the joint, the stem was found to be loose with a lack of ingrowth noted. The stem and head were revised with no complications noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.